Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The pump was unable to perform the displacement test or verify motor position encoder error alarm in alarm history screen due to motor error alarm. The pump had a scratched display window, cracked case at display window corner (all corners), cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 117 mg/dl. Customer stated that the pump was exposed to MRI. Troubleshooting was not performed. The device was returned for analysis.